Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of iabp leak in the helium regulator is not confirmed. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time.

Event description:
It was reported by field service engineer that during the daily check of the intra-aortic balloon pump (iabp) the nurse discovered that the helium canister is emptying too quickly due to a helium leakage from the helium transducer. As a result, the helium transducer has been replaced, iabp is now correctly functioning. There was no report of patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by field service engineer that during the daily check of the intra-aortic balloon pump (iabp) the nurse discovered that the helium canister is emptying too quickly due to a helium leakage from the helium transducer. As a result, the helium transducer has been replaced, iabp is now correctly functioning. There was no report of patient involvement.